Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that allegedly fourth top right segments were dim for two devices, second top left segment was dim for third device, first top right segment was dim for fourth device, fourth bottom left top right segments were dim for fifth device and first and second top left segments were dim for sixth device. Reportedly, display boards were replaced for the six large volume pump modules. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly fourth top right segments were dim for two devices, second top left segment was dim for third device, first top right segment was dim for fourth device, fourth bottom left top right segments were dim for fifth device and first and second top left segments were dim for sixth device. Reportedly, display boards were replaced for the six large volume pump modules. There was no reported patient involvement.